Event description:
It was reported that the pt passed away while connected to the ventilator. The ventilator was alarming and would not shut off until plugged in. There are allegations that the ventilator malfunctioned causing pt harm.